Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the device leaked fluid. The catheter was prepared without issue but during procedure the physician stated that the catheter handle was profusely leaking. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter has been returned and is waiting analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. During irrigation, a leak was observed in the luer of the catheter. The catheter was dissected for further inspection the flushing difficulties. It was revealed that the flush tubing was break from the luer causing the reported flushing issue. Under microscope and with uv light, it was able to observe that there was separation between the flush tubing and the luer.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the device leaked fluid. The catheter was prepared without issue but during procedure the physician stated that the catheter handle was profusely leaking. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter has been returned and is waiting analysis.